Event description:
It was further reported that during the index procedure, the anastomosis site of the radial artery bypass graft to the om1 was also treated with balloon angioplasty.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery treatment procedure, the patient experienced chest pain. The lesion being treated was located in the 1st obtuse marginal with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement of a 2.50 mm x 16 mm taxus liberte stent and post-dilatation with 0% residual stenosis. The patient was discharged 6 days later on aspirin and prasugrel. Ninty five days post index procedure, the patient was admitted with chest pain. Cardiac catheterization was recommended. Angiography revealed 50% in-stent restenosis of the target vessel. Three days later, the ramus was treated with balloon angioplasty and implanting a 2.5 x 16 mm ion stent overlapping previously placed stent and post dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.